Event description:
It was reported that the device was explanted. The device was implanted in 2007; however, the date and reason for the explant is unknown. Follow up with the surgeon's office indicated that a fax request for additional info be sent. It was additionally indicated that they may not be able to provide any details concerning the reported event, due to hipa rules and regulations.

Manufacturer narrative:
Device not returned.